Event description:
It was reported that when switched on this 980 ventilator was noted to have a "burning smell", a loud rattling noise, and on rebooting displayed a "ventilator inoperative" message. There was no reported patient involvement.

Manufacturer narrative:
Section e. Australia medtronic personnel reported event to manufacturer on behalf of the customer. H3 h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that when switched on, this pb980 ventilator was noted to have a "burning smell", a loud rattling noise, and on rebooting displayed a "ventilator inoperative" message. A review of the ventilator logs indicated there was evidence of a loss of ventilation (lov) during use. The service personnel (sp) inspected the ventilator and observed that the unit displayed a "ventilator inoperative message" and generated a clicking noise when turned on. Sp replaced the direct current-direct current (dc-dc) converter printed circuit board assembly (pcba). Additionally, sp installed a new exhalation valve flow sensor (evq), as the customer had removed the existing evq prior to sp's visit. The unit passed all calibrations and tests per the manufacturer's specifications at the time of service. Review of the dc-dc converter pcba image provided, the dc-dc converter pcba showed discoloration on capacitor c83, accompanied by evidence of a thermal event, confirming a faulty component. If a failure of the c83 on the dc-dc converter pcba occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the reported event was isolated to a faulty capacitor c83 on the dc-dc converter pcba. There is an existing internal investigation regarding the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 and section e updated with additional information h3 device evaluation summary: was updated based on additional information of the event. Medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, this pb980 ventilator generated a "loud red alarm", a "loud rattling noise", "ventilator failure. Backup ventilation in progress" message displayed, "burning smell" and ventilation had ceased. A review of the ventilator logs indicated there was evidence of a loss of ventilation (lov) during use. The service personnel (sp) inspected the ventilator and observed that the unit displayed a "ventilator inoperative message" and generated a clicking noise when turned on. Sp replaced the direct current-direct current (dc-dc) converter printed circuit board assembly (pcba). Additionally, sp installed a new exhalation valve flow sensor (evq), as the customer had removed the existing evq prior to sp's visit. The unit passed all calibrations and tests per the manufacturer's specifications at the time of service. Review of the dc-dc converter pcba image provided, the dc-dc converter pcba showed discoloration on capacitor c83, accompanied by evidence of a thermal event, confirming a faulty component. If a failure of the c83 on the dc-dc converter pcba occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the reported event was isolated to a faulty capacitor c83 on the dc-dc converter pcba. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated information: it was reported that while in use on a patient, this 980 ventilator generated a "loud red alarm", a "loud rattling noise", "ventilator failure. Backup ventilation in progress" message displayed, "burning smell" and ventilation had ceased. The patient was removed from the ventilator, manually ventilated, and placed on an alternate ventilator with no injury.